Manufacturer narrative:
(B)(4). Device - limited information has been received concerning the event; no clarification has been received as what the "twisted" condition of the femoral components means. Concomitant medical products: 11-301313, arcos con sz c hi 60mm m sz c, 501920. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01817. Remains implanted.

Event description:
It was reported that the stem appeared to be twisted one month post-implantation. Presently, it is a transitional observation. No serious injury reported. No revision planned. No fracture reported. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: unknown cup, unknown head. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.